Event description:
As reported, this 77 year old, 160 lb., male patient had a right hip replacement on (B)(6) 2015. The patient was revised on (B)(6) 2022 as the poly was worn pretty significantly. The liner was removed and replaced with a new one. There was no breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation results.

Manufacturer narrative:
H3: the patient/gxl acetabular liner involved was reportedly revised due to prosthesis wear approximately 7 years after the index surgery. However, the revised acetabular liner was not returned to exactech for evaluation and no radiographs were provided. The revision reported may have been due to a combination of risk factors, including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. Additional information: d4, h4.